Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported heart block appears to be related to procedure circumstance as per case detail the heart block occurred during the pre-bav and improves once after the valve deployed. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was implanted in a patient. During the surgery, a complete atrioventricular block was showed on electrocardiogram (ECG). The patient had a sinus rhythm. The block got improved upon leaving the hospital. After that, patient had a unstable electrocardiogram and a follow up was conducted. There was calcification extending beneath the aortic annular plane in the interventricular septum. The final implant depth of the valve was ncc 6mm and lcc 6mm. On (B)(6) 2023, a pacemaker was implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay. The patient stayed in the hospital to monitor the rhythm. The patient was discharged.